Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump had to be explanted due to complications with the device during spine surgery. Additional information received reported that the patient did not have the device anymore. It was removed in 2009. While taking it out, the patient got "(B)(6)" and they could not get it back. The patient reported it was the best pain reliever they ever had but was told they could not put it back in because of the (B)(6). It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).